Event description:
The physician was treating a lesion in the cx, which exhibited 80-90% stenosis, was non ¿tortuous and moderately calcified. During angioplasty of the cx a zinger support wire was placed in the vessel. A stent was implanted in the vessel, medtronic balloons were used to pre and post dilate the vessel. On removal of the zinger wire, it was noted that the tip had detached and remained caught on the distal part of the implanted stent. The removed guide wire was inspected and noted to be damaged. The physician attempted to retrieve the tip using a snare however this was unsuccessful. The patient is stable.

Event description:
Evaluation summary: one severely unravelled zinger guide wire was received at medtronic for evaluation. Approximately 5cm of the distal tip is missing. The core wire has some degree of bending at the break point. The wire was unravelled from the proximal joint to the distal tip break point. Cine image review: the zinger guide wire is placed in the lad and not the cx as reported. The guidewire is placed in a doubled over state and remains throughout the procedure in this deformed state. The wire is seen to be pulled back to the distal end of the stent and later inside the stent however the breaking and unravelling of the wire is not captured on cine review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: guide wire placed in double over state in vessel, wire bent and torqued beyond design expectation. Conclusion: guide wire placed in double over state in vessel, wire bent and torqued beyond design expectation.

Manufacturer narrative:
Evaluation, results, conclusion: inconclusive- investigation in progress. (B)(4).